Event description:
The biomedical engineer (bme) reported intermittent signal loss at the central nurse's station (cns) on the first floor. All the bed tiles would go black for a quick second or two and show no waveform data or name information. There was no signal loss error message displayed when this happened. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported intermittent signal loss at the central nurse's station (cns) on the first floor. All the bed tiles would go black for a quick second or two and show no waveform data or name information. There was no signal loss error message displayed when this happened. No patient harm was reported. Investigation summary: the device event logs were sent in for analysis, and an nkc investigation was opened for this issue, but it was not able to determine the cause for the signal loss. Analysis of the device logs could not identify any abnormalities that may have contributed to the signal loss. Therefore, it was highly possible that the reported event was derived from the network environment. Additional testing was planned to be performed after the customer upgraded their enterprise gateway server. However, when the server was upgraded, the issue no longer presented itself. Upgrading the server likely resolved the issue. What issue the upgrade addressed could not be determined. It is likely that the server upgrade was able to resolve an issue on the customer's network. Attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple patient receivers (org): model #: ni. Serial #: ni. Remote network stations (rns): model #: ni. Serial #: ni. Telemetry transmitters: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that they have been having intermittent signal loss on the central nurse's station (cns) on the first floor monitoring room. The bme reported that every so often, all the bed tiles will turn black for a quick second or two and show no waveform data or name information. There is no signal loss error displayed when this happens. No patient harm was reported. Nihon kohden has requested the log of events from the customer to review of issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have been having intermittent signal loss on the central nurse's station (cns) on the first floor monitoring room. The bme reported that every so often, all the bed tiles will turn black for a quick second or two and show no waveform data or name information. There is no signal loss error displayed when this happens. No patient harm was reported. Nihon kohden has requested the log of events for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when or if additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: org: multiple patient receiver. Model #: ni. Serial #: ni. Bsm: bedside monitor. Model #: ni. Serial #: ni.